Manufacturer narrative:
Age of time of event: 18years or older.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the hepatic artery. A 165cm transend guidewire was selected for transarterial chemoembolization procedure. However, the wire failed to move forward and so the physician pulled it back. It was found that the surface of the wire was very harsh and the coating was almost taken off. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.